Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Subsequently, it was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, the customer reloaded the existing cartridge and resumed insulin delivery. Customer's blood glucose level was approximately 250 mg/dl.